Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received insulin flow blocked alarm. The customer stated that they had high blood glucose of over 400 mg/dl at the time of incident. Customer was treated with manual injection. It was also reported that the buttons are unresponsive. No troubleshooting was performed. The insulin pump will not be returned for analysis.